Manufacturer narrative:
(B)(4). Device eval pending. Initial report submitted due to potential reportability per 21 cfr 803.3.

Event description:
It has been reported that device cannot be turned on.